Manufacturer narrative:
(B)(4).

Event description:
An endurant cuff stent graft system in conjunction with five aptus endoanchors were implanted in a patient for the endovascular treatment of a migration with a proximal type I endoleak from another manufacturer's device. At the time of the initial implant of the endurant aortic cuff and aptus endoanchors the abdominal aortic aneurysm was 68 mm in diameter. The proximal aortic neck was 27 mm in diameter and 8 mm in length. It was reported approximately one year later a follow up CT scan revealed a proximal type I endoleak. The patient is continuing without treatment. The physician assessed the event as related to the patient's aaa. No additional clinical sequelae were reported and the patient is fine.